Manufacturer narrative:
The device was returned and evaluated and also found that the protector of the video cable section was overstressed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable for annual inspection. During device evaluation at olympus, the image was green due to a broken charged coupled device unit. This report is being submitted for the reportable malfunction found during evaluation. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it was likely that the charged coupled device (ccd) was broken and, therefore, the image was green. Olympus will continue to monitor field performance for this device.